Event description:
The last time dr. Used the mesher, it macerated the graft about 3 to 4 months ago. The dr. Asked for a new mesher. The current mesher was sent in for recalibration and sharpening. Follow up inservice was performed twice but not attended by dr., zimmer representative talked with dr. And we wanted the dr. To talk with other zimmer representatives, but this request was declined. A trial run was performed by staff without incident. Zimmer representative was here today to ensure proper setup of the mesher. During procedure today, the first half of the mesh went well, but the second half did not. The first half of the graft was thinner than the second half. Dr. Was able to use the graft, but only half of it. Another dr. Used the mesher a month ago without incident.